Event description:
It was reported that the field staff turned on the dbs system after placement of a new right-sided pulse generator and right-sided extension. Post-operative, impedance values for the existing right-sided lead were >4000 ohms on all or some of the bipolar electrode pairs; impedance values were acceptable for the left-sided lead. The surgeon recommended to the pt after the surgery to have the right-sided lead removed; replacement was anticipated at a later date. The next day the field staff turned the pulse generator off to conserve battery charge while waiting removal of the right-lead device. Add'l info has been requested from the physician.

Manufacturer narrative:
(See scanned page).